Event description:
Hosp staff were treating a pt who required pacing therapy. Reportedly, the device would not pace. The electrodes were replaced and connections were verified. A second unsuccessful attempt was made. There were no adverse effects to the pt as a result of the reported event.